Event description:
The consumer reported that the patient was peeing a lot and retained urine for a while now. The health care provider (hcp) set the patient¿s stimulation about a month ago and everything was fine. The hcp told the patient the implantable neurostimulator (ins) battery was still good. Then stimulation was too high and was painful and the patient couldn¿t turn it down. It had been high since (B)(6) 2015. The patient couldn¿t get the patient programmer to connect with the implant with or without the antenna since yesterday. The programmer wouldn¿t interrogate. The patient was not recently implanted and did not have a revision surgery. The patient used the antenna, confirmed it was secure, and tried to sync with the ins, but this did not resolve the issue. The patient had diabetes and chronic kidney disease and was in the hospital due to kidney issues. The indications for use for this patient were urinary dysfunction /sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-33, lot# v476082, implanted: (B)(6) 2010, product type: lead. (B)(4).